Event description:
Approximately 1 minute into insufflation, the balloon ruptured (inflation pressure was at 11 mmhg). While attempting to extract the balloon and the wire for angiogram, it was then found that the v 14th wire tip at the fractured, and stuck at the junction of the plantar arteries in the posterior tibial artery. Significant effort was then spent with the next approximately 2 hours attempting to extract the wire fragment. Attempt was first made with 3.2 french ensnare. We were ultimately able to capture the wire fragment and the fragment was retracted to the distal sfa level, however then excluded from the snare and embolized into the dorsalis pedis. Access into the dorsalis pedis was gained, and we were successfully able to aspirate the wire fragment using the indigo aspiration catheter. The left lower extremity was then imaged in its entirety, without evidence of residual fragment.